Event description:
It was reported that during daily checks, the cardiosave intra-aortic balloon pump (iabp) unit displayed system error #6 power up fault code. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse performed a calibration of the touch screen. The fse turned off the unit and it started normally. A clinical engineer requested that the fse check the operation of the lan. The unit was connected to a pc and the loop test was performed. All tests passed. The fse consulted with the facility. The fse replaced the executive processor board (0670-00-0770) as a precaution. The lan connection was tested and passed. An inspection was performed. The operation check results were good.